Event description:
It was reported that the patient experienced bowel obstruction. It was noted that the outcome was unknown. It was noted that the etiology was new illness, injury. It was noted that the event resulted in in-patient hospitalization.

Event description:
Additional information reported the stimulator was turned off due to the abdominal pain with the ileus. The stimulator was turned back on in (B)(6) and the patient was reprogrammed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information reported the patient had hypokalemia. The patient had diffuse abdominal pain beginning in epigastrium radiating around the abdomen to the back with associated symptoms of nausea and vomiting during their hospitalization. Laboratory results were abnormal and showed potassium at 3.4, white blood count at 12.6, sodium at 135 and lactic acid at 2.2. CT scan showed mildly dilated small bowel 3.5 cm diameter. Urinalysis was negative, intravenous fluids held hydrochlorothiazide while nothing by mouth. Magnesium and phosphorous checks were done. Ofirmev and morphine were given for pain and zofran and compazine suppositories where given for antiemetic's. Intervention included potassium replacement. Small bowel follow through determined no evidence of bowel obstruction. The event was noted as resolved without sequelae. The patient's stimulator was turned off during their hospitalization. The patient had an appointment (B)(6) 2014 to have their device turned back on. The patient was to stay on program two and return to their physician in 1 month.

Event description:
Additional information reported the event was a new illness/injury and non-device, procedure, or therapy related. The patient is happy with the device. Patient outcome is still unknown at this time. If additional information is received, a follow-up report will be sent.

Event description:
Additional information reported the patient had tried all three programs and there was one that worked better for their bladder but aggravated their bowels. The patient was no longer using the program. No resolution information was available. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v501927, implanted: (B)(6) 2010, product type: lead. (B)(4).